Manufacturer narrative:
(B) (4).

Event description:
The patient experienced a shocking/jolting sensation. The patient felt a "sharp electric fire pain" down her leg while working. The patient went to her physician who told her the leads had moved and the device malfunctioned. The patient was re-directed to her physician. The patient's healthcare professional attributed the event to the lead. On (b) (46 2010, the healthcare professional noted that there was a lead short. Emotional changes were also noted. The patient had the device explanted and replaced. The patient had excellent results and all symptoms resolved.